Event description:
The protege everflex stent was originally deployed (B)(6) 2011. The current procedure on (B)(6) 2012 was to reopen the occluded sfa stent. It was totally occluded about 40mm proximal to the stent. As the physician was trying to wire the protege everflex stent the physician visualized 2 segments that looked potentially fractured. After multiple attempts, the physician was unable to pass the guide wire across the more proximal segment of the stent. The patient is being referred for bypass.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not provided. Images received document the stent was deployed elongated. Stent was implanted in (B)(6) 2011